Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had fluctuating temperature during heat disinfect mode and would not complete the heat disinfect cycle. A fresenius field service technician (fst) was called onsite and found that the thermistor on the hydrochamber was burnt. They replaced the thermistor on the hydrochamber and calibrated the pre and post temperature sensors to resolve the issue. Machine functional tests were completed and passed onsite after repair. Follow up with the bmt revealed that the thermistor on the hydrochamber was discolored and slightly darkened. It was the original fresenius part on the machine. There was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 112 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. There was no patient involvement, harm, or adverse event reported. There was no harm to any patients or individuals because of this malfunction. No sample is available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had fluctuating temperature during heat disinfect mode and would not complete the heat disinfect cycle. A fresenius field service technician (fst) was called onsite and found that the thermistor on the hydrochamber was burnt. They replaced the thermistor on the hydrochamber and calibrated the pre and post temperature sensors to resolve the issue. Machine functional tests were completed and passed onsite after repair. Follow up with the bmt revealed that the thermistor on the hydrochamber was discolored and slightly darkened. It was the original fresenius part on the machine. There was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 112 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. There was no patient involvement, harm, or adverse event reported. There was no harm to any patients or individuals because of this malfunction. No sample is available.